Event description:
Reported by the patient as: "I had a port infection. It was removed and replaced. I was given intravenous antibiotics, and I was in the hospital for a few days." Follow up with the doctor reveals: "3 attempts at due diligence were made to ask why the patient got the infection. The doctor did not reply back."

Manufacturer narrative:
Taper type ii. The product associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Pain and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.